Event description:
It was reported that the ilet displayed a high glucose alert and the user obtained a fingerstick blood glucose of 451 mg/dl, after which the user chose to disconnect the pump and administer subcutaneous insulin by pen with a plan to reconnect after the external insulin cleared. Symptoms included feeling unwell and experiencing heart palpitations consistent with hyperglycemia. Outcomes included user-performed troubleshooting and education with plans for follow-up to confirm no external insulin on board, perform a supply change if needed, and verify glucose returned to range; there was no hospitalization. Investigation included user interview and case assessment. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.